Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related MFR reports: 1627487-2021-00502 and 1627487-2021-00503. It was reported the patient's scs system was explanted due to loss of therapeutic pain relief.